Manufacturer narrative:
Device is a combination product. Patient identifier - (B)(6). Device evaluated by manufacturer - the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6) clinical study. Same case as: 2134265-2011- 01803, 2134265-2011-01754. It was reported that during a coronary stenting treatment procedure, plaque shift occurred, and post procedure a "pinched" vessel occurred. During the initial implant procedure, lesion 1 was located in the mid left anterior descending(lad) and distal lad. The lesion was 90% stenosed, 3.0mm in diameter and 34mm long. Lesion 1 was treated with direct stent placement of a 2.5x32mm taxus liberte stent. Because of a "minor abnormality" post initial stent placement at the distal edge of the stent, a 2.75x8mm taxus liberte stent was deployed distal to the stent. After the stent was placed, residual stenosis throughout the left anterior descending artery was 0%. There was some plaque shifting noted into the small diagonal branch leading to slightly diminished flow in the small branch. No action was taken to treat the plaque shift. The patient was discharged on aspirin and prasugrel. In (B)(6) 2010, the patient returned for stent placement in the right coronary artery (rca). Lesion 1 was located in the mid rca. The lesion was 80% stenosed, 3.5mm in diameter and 10mm long. A 1.5mm non-bsc balloon catheter was used successfully. Lesion 1 was treated with predilation and placement of a 3.5x12mm taxus liberte stent. Residual stenosis was 0%. A non-target lesion located in the distal rca was treated with a drug eluting stent during the index procedure. The patient was discharged on aspirin and prasugrel. In (B)(6) 2011, stable angina was noted. The event was resolved without residual effects. In (B)(6) 2011, during an intervention, the lad containing a mid vessel patent stent pinched off the larger diagonal branch. The lesion was 95% stenosed. The lad was treated with balloon angioplasty using a 2.0mm apex balloon and placement of a 3.0x15mm non-bsc stent. There was very trivial plaque shift but because of the disease proximal to the stent in the lad, fractional flow reserve was performed in the lad. Post dilation was performed. Residual stenosis was 0%. The 1st diagonal was treated with balloon angioplasty. Residual stenosis was 20%. During the intervention, a non-target vessel in the left circumflex was treated with (3.0x28mm and 3.0x12mm) non-bsc stents. Post dilation was performed. The event was considered resolved without residual effects.

Manufacturer narrative:
(B)(4)

Event description:
(B)(4). Same case as: 2134265-2011- 01803, 2134265-2011-01754. It was reported that during a coronary stenting treatment procedure, plaque shift occurred, and post procedure a "pinched" vessel occurred during the initial implant procedure, lesion 1 was located in the mid left anterior descending(lad) and distal lad. The lesion was 90% stenosed, 3.0mm in diameter and 34mm long. Lesion 1 was treated with direct stent placement of a 2.5x32mm taxus liberte stent. Because of a "minor abnormality" post initial stent placement at the distal edge of the stent, a 2.75x8mm taxus liberte stent was deployed distal to the stent. After the stent was placed, residual stenosis throughout the left anterior descending artery was 0%. There was some plaque shifting noted into the small diagonal branch leading to slightly diminished flow in the small branch. No action was taken to treat the plaque shift. The patient was discharged on aspirin and prasugrel. In (B)(6) 2010, the patient returned for stent placement in the right coronary artery (rca). Lesion 1 was located in the mid rca. The lesion was 80% stenosed, 3.5mm in diameter and 10mm long. A 1.5mm non-bsc balloon catheter was used successfully. Lesion 1 was treated with predilation and placement of a 3.5x12mm taxus liberte stent. Residual stenosis was 0%. A non-target lesion located in the distal rca was treated with a drug eluting stent during the index procedure. The patient was discharged on aspirin and prasugrel. In (B)(6) 2011, stable angina was noted. The event was resolved without residual effects. In (B)(6) 2011, during an intervention, the lad containing a mid vessel patent stent pinched off the larger diagonal branch. The lesion was 95% stenosed. The lad was treated with balloon angioplasty using a 2.0mm apex balloon and placement of a 3.0x15mm non-bsc stent. There was very trivial plaque shift but because of the disease proximal to the stent in the lad, fractional flow reserve was performed in the lad. Post dilation was performed. Residual stenosis was 0%. The 1st diagonal was treated with balloon angioplasty. Residual stenosis was 20%. During the intervention, a non-target vessel in the left circumflex was treated with (3.0x28mm and 3.0x12mm) non-bsc stents. Post dilation was performed. The event was considered resolved without residual effects.